Event description:
They have a pt that has been admitted after spending a week in the hospital with a PICC. The stylet wire remained in the catheter. One of the home health nurses noted that the pt had a groshong PICC and the (stylet) wire was still in the catheter. The pt had been back to the doctor's office x 2 and was told that the wire is supposed to be in the catheter and everything looks just fine. There is some redness at the insertion site and the pt is complaining of pain in the shoulder. Pt developed blood clots in the shoulder area and was admitted to the hospital for treatment.